Manufacturer narrative:
Correction b5: the patient had a concomitant surgical procedure of aortic valve replacement, coronary artery bypass graft surgery (CABG) through sternotomy. During the same procedure on the ((B)(6) 2023) a cardioblate bp2 device and a cryoflex probe were used. The left atrial appendage was closed. The left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block were not performed as the patient was in atrial fibrillation. On the ((B)(6) 2024) the patient experienced non-sustained ventricular tachycardia. On the (B)(6) 2024 the patient outcome status was recovered/resolved. The adverse event was deemed by the site as possibly related to the cardioblate bp2 clamp, the cryoflex probe, the study procedure, the concomitant procedure and the study device. The rationale for relating to the concomitant procedure: myocardial ablation disturbance and cardiac manipulation. The rationale for relating the adverse event to the device: myocardial ablation injury possible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient had a concomitant surgical procedure of aortic valve replacement, coronary artery bypass graft surgery (CABG) through sternotomy. During the same procedure on the (B)(6) 2023) a cryoflex probe powered by a cryoconsole, and a cardioblate lp clamp powered by a cardioblate generator were used. The left atrial appendage was closed. The left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block were not performed as the patient was in atrial fibrillation. On the (B)(6) 2024) the patient experienced non-sustained ventricular tachycardia. On the (B)(6) 2024 the patient outcome status was recovered/resolved. The adverse event was deemed by the site as possibly related to the cardioblate bp2 clamp, the cryoflex probe, the study procedure, the concomitant procedure and the study device. The rationale for relating to the concomitant procedure: myocardial ablation disturbance and cardiac manipulation. The rationale for relating the adverse event to the device: myocardial ablation injury possible.